Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure to open and close and tried to reboot but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open and close. A field service engineer (fse) shut down the station, removed debris near the sensor, and rebooted the station and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.